Event description:
It was reported that the patient had tried to charge on the night that the battery was depleted but the battery had flipped on its own in her chest. The patient was unable to charge until she manually flipped the device back and then she was able to fully charge it. There was no pain in the chest or any other complaints. The patient was scheduled for an outpatient surgical procedure to revise the left implantable neurostimulator (ins) anchorage. The healthcare professionals had elected to do this to ensure the proper anchorage of the ins. All impedances were within normal limits and the device was working well at the time of the follow-up visit. The patient had undergone the revision of the left ins in 2015. The battery had been implanted and surgical procedure closed in a standard fashion with no complication. They had performed electronic analysis of the ins with programming to previous settings. Impedances were checked and found to be within normal limits. The patient was sent home in a stable condition and was schedules for a follow-up visit. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. See attached user facility medwatch

Manufacturer narrative:
Concomitant product: product ID 3387, lot # 9110155, implanted: (B)(6) 2014, product type lead. (B)(4).